Event description:
It was reported that during a lap chole procedure, the device was misfiring. The clips were not forming properly. They were not closing all of the way. Another device was used to complete procedure. No patient consequence reported. The device will not be returned; only one clip.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how did the device misfire? Clips were misforming. Did the clip not deploy? Yes. Were the clips not forming? Correct. Which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Out. What were the indications for surgery? What was found? Gall stones. Does the patient have any relevant history of surgical treatments? Unknown . Did somebody other than the primary surgeon fire the instrument? Unknown. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Only one scissored clip was received. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. As the device was not received. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.